Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for cerebral palsy and intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the pump logs showed a motor stall and a message stating "pump duration exceeds 48 hours" after the patient had magnetic resonance imaging (MRI) on (B)(6) 2025. The hcp also noted that the pump started to alarm after interrogation but had not been alarming before then. The patient did not have symptoms of underdose or withdrawal. Technical services reviewed information around synchromed ii pumps and telemetry mode with magnetic resonance exposure. Technical services advised the hcp to check logs again for a motor stall recovery, which should show a motor stall recovery with a time stamp of the interrogation date.